Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk), but the device failed to discharge. The clinicians obtained another set of internal handles and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.